Event description:
Journal article received: medial migration of lag screw with intrapelvic dislocation in gamma nailing-a unique problem - a report of 2 cases; lucke m., burghardt r.d., siebenlist s., ganslmeier a., stockle u; journal of orthopaedic trauma. 2010 feb; 24 (2) :e6-e11; reported: the 2 patients underwent osteosynthesis with a plate and screw device. In first case, the unknown patient had poor bone quality and poor anatomic post-operative varus deformity reduction. Radiographs reveal the migration of the screw tip was at the subchondral bone plate of the femoral head and too close to the joint line. This has a high grade of instability. It is unknown if the product was a synthes device. A copy of this literature abstract is being submitted with this medwatch. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. Device was used for treatment, not diagnosis. Journal of orthopaedic trauma. Volume 24, number 2, feb 2010.